Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was confirmed. A machine flow sensor drift ventilator inoperative alarm was observed. The device's system board was replaced to address the issue. A motor controller and sensor offset drift alarm were observed. These are non-actionable alarm conditions. The device's blower assembly and machine flow sensor were found to be contaminated and were replaced to address the issue. The device's air inlet foam filter was replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.